Manufacturer narrative:
The explanted screw was received for evaluation. The screw was sent to an outside laboratory for materials evaluation. The laboratory confirmed that the raw materials used conform to the specification requirements. Under visual inspection, damage was observed on the screw. The test results concluded that the damage on the screw may have been contributed to applied excessive force on the screw during implantation. A review of the device history record showed that no anomalies occurred during the manufacturing process. Only one other incident (incident #2006-0099) has been recorded about an infection possibly related to an icos screw. More than 48 000 icos screws have been sold from the launch of the product to the end of 2006. The exact root cause of the incident could not be determined. Deep infection of endoprostheses remains a serious complication in orthopedic surgery since the systemic treatment of infected bone with antibiotics is often impossible due to the poor accessibility of the infection site by applied antibiotics 1. No corrective action has been take at this time.

Event description:
The user facility reported the following incident: in 2006, a female patient presented with discharge from the heal, which had happened for three months. There discharge continued to occur despite the treatment of three courses of antibiotics. The patient had an initial surgery for subtalar arthrodesis performed in 2004. After the discharge, the screw was removed. The subtalar arthrodesis united well from the first surgery, so the screw did not need to be replaced.